Manufacturer narrative:
Product complaint # : (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Patient was revised to address pain and loosening of the tibia at the cement to implant interface. Cement manufacturer is unknown. Doi: unknown. Dor: (B)(6) 2018. Left knee.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H10 additional narrative: added: h6. Corrected :b1, b2. H6 patient code: no code available (31910 was used to capture surgical intervention.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Patient code: no code available (3191) used to capture the medical device removal.

Event description:
Medical records received on 17 jun 2019 were reviewed to identify patient harms/product issues on 07 november 2019. On (B)(6) 2017, the patient underwent total left knee arthroplasty due to osteoarthritis. The patella was resurfaced. The surgeon reported no intraoperative complications. The patient was implanted with depuy knee system and depuy bone cement x 1. On (B)(6) 2018, the patient underwent a left knee revision due to loosening of the tibial component, and pain. The surgeon reported the tibial component was easily lifted and came without cement on it. Neither the femoral nor patellar components were revised. The patient was implanted with attune tibial revision set and competitor cement. There were no complications to the procedure. Doi: (B)(6) 2017 dor: (B)(6) 2018 (lt knee).